Event description:
While using the lead slitting tool to slit the coronary sinus (cs) delivery sheath the sheath failed to slit about halfway down and the slit portion detached from the remaining un-slit portion of the sheath, leaving nothing for the physician to hold onto while removing the rest of the sheath.